Manufacturer narrative:
During the device evaluation, corrosion was found throughout the internal components of the device, which was identified as a probable cause of the leaking of brown liquid during cleaning.

Event description:
It was reported that during cleaning at the user facility, the device was leaking brown fluid. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.